Event description:
It was reported that the physician was unable to peal the sheath the entire length due to its distal grip on the lead. The helix was retracted and the lead pulled back in order to remove the sheath. It was further reported that there was noise on the right ventricular (rv) lead after the sheath was completely removed and lead was fixated again to the septum. The rv lead was removed and replaced. No patient complication was reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood/body fluid was observed on the outer tubing overlay and in/on the helix/lobe mechanism. The helix/lobe was distorted/bent. The outer tubing overlay was breached cut. Damage at implant was noted. No anomalies were found.